Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site. The fe was not able to reproduce the error with multiple attempts. The lld checks passed in both service diagnostics and oas software. Repairs have returned this instrument to expected operation.